Event description:
It was reported to philips that the device gave an error indicating x-rays were not possible, which will impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the x-ray was not possible, and the post test is not being passed by ippc. Review of the log files showed an error with the ippc. Upon troubleshooting, the field service engineer was unable to review any older statements on the system that indicate issues with ippc. The defective parts were returned for analysis, no failures were observed for ippc and hdd. However, the replacement of the frontal ippc by the field service engineer has resolved the reported issue. After the replacement, the system returned to use in good working order.